Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01377, 0001825034-2019-01378, 0001825034-2019-01379, 0001825034-2019-01380. Device evaluated by MFR: not returned to manufacturer.

Event description:
It has been reported that patient is having left shoulder revision arthroplasty due to unknown reasons. Attempts have been made and no further information has been provided.